Event description:
It was reported that although the monitor had transmitted successfully in the past, the patient is not able to get it to complete. The patient also expressed dissatisfaction with the hold times in patient services support. The monitor was replaced. No patient complications were reported. The monitor was returned and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found the assembly out of specification electrically and that it failed the vendor analysis modem test due to defective components at the transistor.